Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to tissue during a laparoscopic tubal ligation. When the surgeon tried to remove the device, the tissue became damaged and bleeding occurred. Bleeding was under 500cc and there was no injury to the patient. The device was discarded by the site.